Event description:
The user facility reports: veterinary event. During a tplo procedure on a canine, the oscillating saw attachment had too much movement when attached to the small battery drive. It is reported the holes in the product are worn and no longer circular. It is also reported surgeon used the complained device to complete the procedure. No additional information was provided. This is 2 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used as a veterinary product in a veterinary procedure. Device is marketed for human use. The lot number was reported as 1009. Upon review of the device history record, it was noted that the part/lot number combination unknown at synthes (B)(4). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record was not possible as the part/lot number combination is unknown at synthes (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 8030965-2013-02199.